Event description:
It was reported that the pt's neurostimulator had been shut down to 0 volts and off; however, the pt was experiencing tingling down her leg into her knee. The pt had had knee surgery two weeks ago. The pt did not use the neurostimulator very often. It was recommended that the pt follow-up with their hcp. Additional information has been requested, a follow-up report will be submitted if additional information becomes available. See manufacturer's report #6000153200704337.

Manufacturer narrative:
.